Manufacturer narrative:
The unit was sent back to the manufacturer site for deep disinfection process that was successfully completed. In detail, the validated disinfection process was proven to be effective and assured that the bacterial load is very low and that no nontubercculous mycobacteria including mycobacterium chimaera is present. Through follow-up communication for a similar complaint occurred at this same facility on a different heater cooler machine ((B)(6)), livanova learned the following findings: - all heater coolers are water changed daily before the theatres start morning cases which means fresh water and hydrogen peroxide is mixed in to keep the levels high. - hospital does not use reusable blankets. - when the device is not in theatres, it is stored in the corridor. The devices not inside theatre for use are all water changed or disinfected and used as a spare or emergency devices. - when the device is stored full of water, the h2o2 monitoring is not checked during the weekend. The perfusionist changed water and mixed the hydrogen peroxide every morning monday to friday. - the device surfaces are disinfected after every operation. - the 3t aerosol sets are changed every 3 days. - the device is placed inside the operation theatre during use (estimated distance between the surgery field and the device: 2 meters). - prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected. - disposable pall filter is used. A device service history review was performed and revealed that the unit was installed in 2022 and no other contamination events were reported. Based on collected evidence, it is reasonable to consider the missed check of the h2o2 during days of non use, when the heater cooler is stored full, a deviation from IFU's that may have led/contributed to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no report of patient injury.